Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal pain and cloudy effluent as a result of the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis and treatment rendered was not reported. The patient outcome was not reported.

Manufacturer narrative:
(B)(4). The nurse stated the cause of peritonitis was the patient forgot to put the minicap on their transfer set and the end of the transfer set was exposed for 5 hrs. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.